Manufacturer narrative:
The device has been received and a follow-up report will be submitted when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "lead fault" message. Complainant indicated that there was no pt involvement in the reported malfunction.